Event description:
It was reported to philips the device had bent battery pca pins. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Event description:
It was reported to philips the device had bent battery pca pins. A philips authorized repair bench technician evaluated the device. The reported issue was confirmed and traced to a faulty battery pca. The technician replaced the battery pca. The device passed all performance assurance tests and was returned to the customer.